Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 27-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device site infection occurred at the incision or pocket area involving the lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 and the implantable neurostimulator 97715 intellis adaptivestim pain. The patient experienced pus discharge. There was also severe cramping pain at the surgical lead incision site, which was present regardless of whether the spinal cord stimulator was turned off. The implantable neurostimulator and lead were explanted. The manufacturer representative (rep) indicated they would send any further information as they become aware.